Manufacturer narrative:
The customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units. The customer also reported that during one such instance, a patient death occurred. The approximate date of the patient death is (B)(6) 2021. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 06/08/2021 customer submitted a filled out adverse event form without providing further information about the fields in question. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: gz-130pa. Serial #: (B)(4). Device manufacturer data: 07/16/2019. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units.

Event description:
The customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units.

Manufacturer narrative:
Details of the complaint: the customer reported that they are experiencing intermittent communication loss that is hospital wide and affecting all gz telemetry units. The customer also reported that during one such instance, a patient death occurred. The approximate date of the patient death is on (B)(6) 2021. Investigation summary: based on the investigation preformed by nkc engineers, the root cause of this issue is user error. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. However, as this issue was found to be caused by user error and not a device malfunction, a CAPA is not initiated. The operator's manual for the gz transmitters, page 4-2, has operating time for different operating modes. Battery changes should be scheduled accordingly. Attempt#1: on (B)(6) 2021, customer submitted a filled out adverse event form without providing further information about the fields in question. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model#: gz-130pa, serial#: (B)(6), device manufacturer data: 07/16/2019, unique identifier (UDI) #: (B)(4).